Event description:
It was reported that a physician was having communication issues with her tablet. The physician performed troubleshooting, and it was believed that the issue was related to the serial cable. No patients were affected because the site had another programming system available. No further relevant information has been received to date.

Event description:
The serial cable was received. Analysis was completed, and the cause for the reported mechanical failure was associated with an open wire connection in the returned serial cable. Once the wire was soldered onto the serial cable printed circuit board, no further anomalies were identified.